Event description:
The issues with the suspect medical device, seal rite masks, were initially reported to the importer of this device, the (B)(4), on (B)(6) 2014 by a customer who purchased and used this mask in a (B)(4) training course. Below are the initial reporter's own words: "I purchased the seal rite masks to replace my existing seal easy masks. I used them this past weekend in lifeguard training and was very disappointed. Immediately the masks began to come apart, would not stay inflated, the valve to adjust air came apart on many masks, water seeped into the mask and some just leaked air constantly." (B)(4) immediately stopped selling these masks and informed their contract MFR ((B)(4) of the issues on 05/24/2014. (B)(4) did their best to recall the defective medical devices sold. (B)(4) and (B)(4) worked closely to rectify these defects. Since early june, 2014, all the defects have been rectified. Please reference mw5036511 and MFR# 3006157842-2014-00001.